Manufacturer narrative:
Patient sex and weight were unavailable from the site. A medtronic representative went to the site to test the equipment. The rep confirmed a mvs error and found a corrupt patient database. The database was replaced and the system was fully functional and ready to use.

Event description:
A site representative reported that they were attempting to use the imaging system prior to incision for a cervical fusion procedure. They brought the system into the room with imaging system functioning normally. They pushed the lift and shift button and after this, errors appeared on screen. The mobile view station (mvs) displayed "an error has occurred that may have damaged the database, contact medtronic for assistance, mechanical errors may have compromised the system." The pendant said "mvs system error, reboot required." They attempted rebooting both image acquisition system (ias) and mvs but the error persisted. After a 1 hour delay, the surgeon decided to discontinue navigation with the imaging system and used a c-arm to complete the procedure. There was no impact to the outcome of the patient.